Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.0, lab: 6.6. Testing was two hours apart. Patient was told to hold her coumadin, but patient's inr remained elevated. Patient self tester's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.